Event description:
A distributor complaint was reported involving a cartridge alarm, verified in the pump history. The event occurred during pumping, and the alarm persisted even after loading a second cartridge with proper technique, leading to the need for pump replacement. The customer declined to provide any information regarding the backup therapy they would use but confirmed their shipping address and received instructions from technical support to return the problematic pump using a pre-paid label and return box. There was no reported impact on the customer's blood glucose level.